Manufacturer narrative:
Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and showed that pump failed out of +/- 5 percent specification. Pump was recalibrated to resolve the issue.

Event description:
Staff set the curlin 6000 pump to run continuously at 250 ml/hr for a total volume opf 50 ml. When the pump alarmed "infusion complete", staff recorded the volume of sterile water which was 45 ml in the graduated cylinder.